Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. The device was filled with foscarvir, an anti viral drug. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress.